Manufacturer narrative:
Device evaluation summary: visual inspection shows the hemostasis cap was not returned. Additional visual inspection shows evidence of a crack in the tubing connection end of the device. The introducer was installed into the device and with the hemostasis cap missing there is evidence that the introducer cracked the device. Reason for return was confirmed. Conclusion: complaint is confirmed for cracked cannula. Analysis found that the hemostasis cap was not returned; however a crack within the cannula was observed at the tubing connection; there is a potential this was caused by a mishandling but after evaluation the exact cause of this complaint could not be determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file dfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product dfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use, during preparation and unpacking of this cannula, a crack was found in the cap. It was noticed before using it in the patient and the cannula was replaced for the procedure. There was no patient involvement so no adverse effects occurred.